Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was unable to capture and was dislodged. Attempts were made to reposition and replace the lead, but they were unsuccessful. The lead was removed and, subsequently, a dual chamber device was implanted. No patient complications have been reported as a result of this event.